Event description:
It was reported that the programmer generated a "serious" programmer error and that it would not clear. It was further reported that all of the printer light-emitting diodes would flash when software was attempted to be reloaded. The programmer was returned for service but was placed into storage due to a lack of available parts. The programmer has now been removed from storage in order to repair it and place it back into circulation. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm the customer comment of a generated error which would not clear, the programmer powered up without an error and did not produce one during interrogation, however it was noted that the error was confirmed in a prior evaluation/assessment and therefore the link electronic module board was replaced and calibrated, the hard drive reimaged and the software reconfigured and reloaded. Analysis also noted an intermittent system fan and that the printer lagged at slow speed at the start. The fan and the printer were both replaced. (B)(4).